Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a heparin prefilled syringe. The customer reports that the pt's mother was contacted in 2008 regarding tyco/kendall heparin 100 units/ml flush pfs recall. Pt had one affected lot in home. Mother reports nausea of unk time frame after each IV infusion and subsequent final flush of implanted port with heparin. Mother reports one episode of vomiting on the same day. Denies any diarrhea, stomach ache or fever. Replaced with bd brand heparin pfs flush. Two days later, a follow up with mother who reports no continued nausea/vomiting with new bd brand heparin flushes. Was diagnosed the same day with otitis media and placed on amoxicillin.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.